Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer vascular plug ii were reported in a research article in a subject population with multiple co-morbidities including heart failure, hemolytic anemia, coronary artery disease, peripheral arterial disease, hypertension, diabetes, atrial fibrillation, chronic obstructive pulmonary disease, prior myocardial infarction, prior stroke, percutaneous coronary intervention, coronary artery bypass grafting, permanent pacemaker, and prior valve surgery. Complications reported included surgical intervention (conversion to cardiac surgery), hospitalization, hemolytic anemia, obstruction/occlusion (leaflet impingement); these complications are anticipated for the procedure and subject population. The reported off-label use was associated with utilizing the device to treat perivalvular leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It should be noted that the amplatzer vascular plug ii instruction for use states: "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established." B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: early outcomes following transcatheter closure with the amplatzer vascular plug and duct occluder for mitral paravalvular leak in japanese patients.

Event description:
The article, "early outcomes following transcatheter closure with the amplatzer vascular plug and duct occluder for mitral paravalvular leak in japanese patients", was reviewed. The article presented a retrospective, single center study to gain an insight into short-term clinical outcomes at a tertiary referral center on the efficacy and feasibility of transcatheter paravalvular leak (pvl) closure (pvlc) in japanese patients with mitral pvl following mitral surgery. Devices included in the study were amplatzer vascular plug ii and amplatzer duct occluder ii for paravalvular leak closure of carbomedics mechanical heart valve (mhv), st. Jude medical mhv, epic valve, bjork-shiley mhv, mira mhv, and magna valve. The article concluded that the findings suggest that transcatheter pvl closure with avp-ii/ado-ii can be feasible and safe in japanese patients with mitral pvl, leading to satisfactory early clinical outcomes. [The primary and corresponding author was hiroki niikura, division of cardiology, toho university ohashi medical center, 2-22-36 ohashi, meguro-ku, tokyo 153-8515, japan, with corresponding email: hniikura@oha.toho-u.ac.jp]. The time frame of the study was from 2014 to 2021. A total of 12 patients were included in the study, of which all received an abbott duct occluder and/or vascular plug and 4 previously received an abbott valve. The average age was 78 years old and the majority gender was female. Comorbidities included heart failure, hemolytic anemia, coronary artery disease, peripheral arterial disease, hypertension, diabetes, atrial fibrillation, chronic obstructive pulmonary disease, prior myocardial infarction, prior stroke, percutaneous coronary intervention, coronary artery bypass grafting, permanent pacemaker, and prior valve surgery.